Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed device use and is doing well. This is the final report.

Manufacturer narrative:
The recipient underwent revision surgery to remove the keloid.

Event description:
The recipient reportedly experienced a keloid at the implant site. Revision surgery is scheduled to remove the keloid.